Manufacturer narrative:
This report is being submitted to updated section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncope event. In addition, the emergency medical services indicated that the patient had a heart rate of 20 bpm during the event. Technical services (ts) recommended a further testing of pacing thresholds. No additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated that the cause of the event remains unknown. However, the data was reviewed, and the device appeared to function as expected. No adverse patient effects were reported. This crt-d remains in service.